Manufacturer narrative:
Section d1 brand name corrected. Section d4 primary UDI number has been updated.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the waveforms were no longer displayed. The patient survived the procedure and remains on extracorporeal membrane oxygenation (ECMO) support.